Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received low battery alert. The customer¿s blood glucose level was 220 mg/dl. Troubleshooting was performed and noticed that the customer changed 6 different batteries. The insulin pump will not be returned for analysis.